Event description:
When the extracorporeal tubing connector was twisted into the cannula, prior to inserting the cannula into the patient, the cannula tube was damaged. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.